Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that over the past couple days her insulin pump would prompt her to reset and then to rewind the pump despite her insulin vial being three-fourths full. The pump would then alarm with motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer confirmed that the pump was exposed to a high magnetic field. She was present in the room while her son had an MRI, and afterward the pump had an error that said she was out of insulin. The customer also kept getting motor errors while checking her alarm history; she had received five the day of the call, and one during troubleshooting. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump powered up properly after the battery was installed. No blank display or unexpected reset/count down was noted. The pump had constant alarm during the rewind due to an out of phase motor encoder signal. No motor error alarm was noted. Unable to complete the functional test, including the displacement, basic occlusion, occlusion, prime, excessive no delivery, displacement or operating currents tests, or test for the unexpected low battery alarm due to the alarms during rewind. The pump also had a cracked reservoir tube lip. No damage was noted on the isolation tape on the lcd board.